Event description:
My continuous glucose monitor gave me the end of sensor alert. When I removed the continuous glucose monitor I had a raised bump that was bleeding and had pus coming out of it. I had a level 10 pain. The raised bump which was about the size of a nickel also went about an inch deep. I made a walk in appointment but, went in early. I contacted abbott and spoke with (B)(6) by phone. When seen by the nurse practitioner at the (B)(6) walk in I was then sent to (B)(6) hospital for a doppler study. The nurse practitioner was concerned about a possible blood clot. Pain at this point was moving down my forearm. Left arm was affected. Doppler study was negative for blood clot. Raised area remains which is about a quarter of an inch deep. No ongoing bleeding or pus.